Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient was initially diagnosed with ¿lcs¿. It was reported that ¿autograft was migrated from the disk space when the patient started a rehab. The patient complained of numbness in legs. The surgeon commended that the autograft was pushed out when the patient stood because of insufficient compression. A revision surgery was performed on (B)(6) 2013 to remove the migrated bone.¿ no additional patient information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.